Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was received with power error detected alarm due to connector resistance issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running. Customer's blood glucose value was 108 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they were able to clear the alarm successfully and were able to rewind the insulin pump. Customer stated that the error alarm reoccurred within a week of previous troubleshoot. Customer stated that the notification light did not stop flashing immediately. Recommend customer refer to back-up plan. The insulin pump will be returned for analysis.